Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 61 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.